Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. Bd technical service provided troubleshooting with the customer. The customer has indicated that the educational materials and guidance from tech services will suffice. Additional information was provided to address the customers particular concern. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that potassium levels in the bd vacutainer® sst¿ blood collection tubes were observed to be as high as "6.1-6.2" after use. Patients were redrawn, and the potassium results showed to be in the normal range of "4.1-4.3". The tubes were allowed to clot for "30-45 minutes" before being centrifuged on the "vitros 5600 and 4600" at "4900 rpm" for "10 minutes". Tubes were stored at room temperature, and transported with, "but not on", ice. Lot #'s 9150833 and 9207439 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer called in complaint for products 367861 and 367986. Customer states physicians have noticed palate count issues with product 367861, lot 9126996. Initial testing would have low palate count then when reanalyzed and "vortex" by machine, palate count would be in normal range. Potassium levels were witnessed as high 6.1-6.2 with product 367986, lot 9150833. When patients were redrawn potassium levels were in normal ranges 4.1-4.3. Customer has no specific dates or number of occurrences for either products. Spoke with the customer and she stated that the edta tubes were drawn by different phlebotomists at a doctor's office and transported to the lab by courier in boxes with ice packs that are not in direct contact with the samples. They are inverted 5x. The plt clumping has occurred for the past month and a half with about 1/2 of the tubes. The results are normal if the tubes are vortexed. She stated that the sst tubes are drawn at the out patient department within the hospital, and are allowed to clot for 30-45 minutes before centrifugation. The tubes are spun at 4900 rpm for 10 minutes. The staff does not re-spin the tubes and the samples do not appear to be hemolyzed. Analyzer name & model # vitros 5600 and 4600. What type of centrifuge is the customer using? Swing or fixed both; multiple facilities are having this issue. They are all swing now. What were the storage conditions of product? Stored at room temp. What were the storage conditions during transportation? Transported with ice but not on ice.

Event description:
It was reported that potassium levels in the bd vacutainer® sst¿ blood collection tubes were observed to be as high as "6.1-6.2" after use. Patients were redrawn, and the potassium results showed to be in the normal range of "4.1-4.3". The tubes were allowed to clot for "30-45 minutes" before being centrifuged on the "vitros 5600 and 4600" at "4900 rpm" for "10 minutes". Tubes were stored at room temperature, and transported with, "but not on", ice. Lot #'s 9150833 and 9207439 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer called in complaint for products 367861 and 367986. Customer states physicians have noticed palate count issues with product 367861, lot 9126996. Initial testing would have low palate count then when reanalyzed and "vortex" by machine, palate count would be in normal range. Potassium levels were witnessed as high 6.1-6.2 with product 367986, lot 9150833. When patients were redrawn potassium levels were in normal ranges 4.1-4.3. Customer has no specific dates or number of occurrences for either products. Spoke with the customer and she stated that the edta tubes were drawn by different phlebotomists at a doctor's office and transported to the lab by courier in boxes with ice packs that are not in direct contact with the samples. They are inverted 5x. The plt clumping has occurred for the past month and a half with about 1/2 of the tubes. The results are normal if the tubes are vortexed. She stated that the sst tubes are drawn at the out patient department within the hospital, and are allowed to clot for 30-45 minutes before centrifugation. The tubes are spun at 4900 rpm for 10 minutes. The staff does not re-spin the tubes and the samples do not appear to be hemolyzed. Analyzer name & model # vitros 5600 and 4600. What type of centrifuge is the customer using? Swing or fixed? Both; multiple facilities are having this issue. They are all swing now. What were the storage conditions of product? Stored at room temp. What were the storage conditions during transportation? Transported with ice but not on ice.

Manufacturer narrative:
Correction: additional details regarding the event description were provided by the customer. The following field has been updated: describe event or problem: it was reported that potassium levels in the bd vacutainer® sst¿ blood collection tubes were observed to be as high as "6.1-6.2" after use. Patients were redrawn, and the potassium results showed to be in the normal range of "4.1-4.3". The tubes were allowed to clot for "30-45 minutes" before being centrifuged on the "vitros 5600 and 4600" at "4900 rpm" for "10 minutes". Tubes were stored at room temperature, and transported with, "but not on", ice. Lot #'s 9150833 and 9207439 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer called in complaint for products 367861 and 367986. Customer states physicians have noticed palate count issues with product 367861, lot 9126996. Initial testing would have low palate count then when reanalyzed and "vortex" by machine, palate count would be in normal range. Potassium levels were witnessed as high 6.1-6.2 with product 367986, lot 9150833. When patients were redrawn potassium levels were in normal ranges 4.1-4.3. Customer has no specific dates or number of occurrences for either products. Spoke with the customer and she stated that the edta tubes were drawn by different phlebotomists at a doctor's office and transported to the lab by courier in boxes with ice packs that are not in direct contact with the samples. They are inverted 5x. The plt clumping has occurred for the past month and a half with about 1/2 of the tubes. The results are normal if the tubes are vortexed. She stated that the sst tubes are drawn at the out patient department within the hospital, and are allowed to clot for 30-45 minutes before centrifugation. The tubes are spun at 4900 rpm for 10 minutes. The staff does not re-spin the tubes and the samples do not appear to be hemolyzed. Analyzer name & model # vitros 5600 and 4600. What type of centrifuge is the customer using? Swing or fixed? Both; multiple facilities are having this issue. They are all swing now. What were the storage conditions of product? Stored at room temp. What were the storage conditions during transportation? Transported with ice but not on ice.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9150833. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-30. Medical device lot #: 9207439. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-07-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that potassium levels in the bd vacutainer® sst¿ blood collection tubes were observed to be as high as "6.1-6.2" after use. Patients were redrawn, and the potassium results showed to be in the normal range of "4.1-4.3". The tubes were allowed to clot for "30-45 minutes" before being centrifuged at "4900 rpm" for "10 minutes". Lot #'s 9150833 and 9207439 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer called in complaint for products 367861 and 367986. Customer states physicians have noticed palate count issues with product 367861, lot 9126996. Initial testing would have low palate count then when reanalyzed and "vortex" by machine, palate count would be in normal range. Potassium levels were witnessed as high 6.1-6.2 with product 367986, lot 9150833. When patients were redrawn potassium levels were in normal ranges 4.1-4.3. Customer has no specific dates or number of occurrences for either products. Spoke with the customer and she stated that the edta tubes were drawn by different phlebotomists at a doctor's office and transported to the lab by courier in boxes with ice packs that are not in direct contact with the samples. They are inverted 5x. The plt clumping has occurred for the past month and a half with about 1/2 of the tubes. The results are normal if the tubes are vortexed. She stated that the sst tubes are drawn at the out patient department within the hospital, and are allowed to clot for 30-45 minutes before centrifugation. The tubes are spun at 4900 rpm for 10 minutes. The staff does not re-spin the tubes and the samples do not appear to be hemolyzed.